Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the attachment device would not attach to the cutter device was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had vibration. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the attachment device would not attach to the motor device. During in-house engineering evaluation, it was determined that the attachment device did not function, was vibrating and corroded. The device also failed pretests for thimble set screw and vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.